Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review was performed. The device was returned for evaluation. The investigation was unconfirmed for self activation and alleged failure to fire. Based on the available information a definitive root cause has not been determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model mc1820 biopsy instrument allegedly experienced failure to fire and self activation. The information was received from one source. One patient was involved with no reported patient injury. Age, weight and gender were not provided.